Manufacturer narrative:
Investigation summary: 1 sample tube was returned, and 2 photos were attached. All the caps on the involved tubes had burrs of up to 2mm in length, due to gate flash. Mould number u16 was responsible for the returned cap. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that there was a sharp burr on the cap of the bd vacutainer® 9nc 0.109m plus blood collection tubes. No serious injury or medical intervention was reported.